Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture. Technical services (ts) was consulted and recommended further evaluation. This lv lead remains in service. No adverse patient effects were reported.